Event description:
It was initially reported that the patient was having an increase in seizures at night in (B)(6) 2012. The mother called in and reported the increase to the physician and the patient's night dose of clonazepam was increased which was tolerated. The seizures had decreased form 4 per month to 2 per month. It is unknown if the increase in seizures were above pre-vns baseline or if they were related to vns. Good faith attempt for more information have been unsuccessful to date.

Event description:
Product analysis was reported for this suspect medical device was previously reported in MFR report #1644487-2013-01402. Review of decoder data shows that the impedance during the time of implant was within normal limits: 2388 ohms. This indicates that there was no device malfunction that contributed to the reported increase in seizures from (B)(6) 2012.